Event description:
Erratic mch and mchc results from multiple pt samples that were generated by the coulter lh 500 instrument. The results supplied by the customer indicate that erroneous results were reported for: wbc, rbc, hemoglobin (hgb), mch and mchc. The results were believed to be erroneous when compared to the sample rerun, wbc (x103 cells/ul): results in manual mode (for pt 1-5) were in the range of 8.2-17.5 and 9.1-10.0 upon repeat (3 pt). Results for 2 samples ran in primary mode were 17.9 and 22.4. Rbc, (x106 cells/ul): results in manual mode (for patients 1-5) were in the range of 3.23-6.51 and 3.06-5.83 upon repeat (4 patients). Results for 2 sample ran in primary mode were 2.81 and 3.40. Hemoglobin (hgb), (g/dl): results in manual mode (for patients 1-5) were in the range of 6.8-19.0 and 6.9-19.4 upon repeat (4 patients). Results for 2 samples ran in primary mode were 8.4 and 11.0. Mch, (pg): results in manual mode (for patients 1-5) were in the range of 21.2-29.2 and 21.0-34.4 upon repeat (4 patients). Results for 2 samples ran in primary mode were 30.0 and 32.2. Mchc,(g/dl): results in manual mode (for patients 1-5) were in the range of 24.3-30.4 and 24.0-35.7 upon repeat (4 patients). Results for 2 sample ran in primary mode were 34.3 and 35.8. Based on available information, there was no affect to pt treatment.